Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the black box showed one power on reset after the call service 052 alarm. The battery compartment was cracked above and below the bumper pad. Corrosion was found inside the battery compartment. The threads on the returned battery cap were stripped. The cap was unable to maintain an electrical connection. The power complaint was duplicated. A test battery cap was able to fit to maintain an electrical connection. A test battery cap was used to complete testing. The pump was run for 24 hours and no power on resets occurred. A leak was found in the battery compartment. The pump cover was removed to find no further evidence of moisture was found on the printed circuit board or the internal components. No damage was found to the power circuit was found. (B)(4).